Event description:
Dexcom g6 reading 150 mg/dl, then 161 mg/dl. Finger stick reading 137 mg/dl. Acceptable mard (mean absolute relative difference) difference is 32.2 mg/dl, 128.8 mg/dl as the point to calibrate at. Omnipod 5 is automatically delivering insulin based off dexcom's inaccurate reading, yet dexcom support is telling me not to calibrate because this is an acceptable reading within the FDA guidelines and how the device is designed. This is unacceptable, and the accuracy of the dexcom needs to be rigorously re-evaluated and drastically improved.